Event description:
Additional information indicates an additional lead was added on 23 jun 2021 to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the lead had migrated. The issue was confirmed via x-ray. In turn, surgical intervention may be pending.